Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 006 call service alarm. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 8/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/19/2016 with the following findings: a review of the pump¿s black box and alarm history showed no activity outside of normal use. During the investigation, the pump¿s ¿ez-prime¿ steps were performed correctly and no errors, alarms or warnings occurred during the investigation. The initial complaint about a ¿cs 006¿ call service alarm was not duplicated. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored when the pump was powered up. Also unrelated to the initial complaint, it was observed that the battery compartment was cracked. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).